Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the actions interventions taken to resolve the issue was on (B)(6) 2017 the itb (intrathecal baclofen) pump was reprogrammed and filled with prescription one week to recheck pump. It was noted due to hospitalization, the pump alarm sounded. No further patient complications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving 1000mcg/ml baclofen at 75mcg/day via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that the patient missed a refill due to other medical issues and their pump went empty. The reservoir went empty on (B)(6)2017. The patient had been treated with oral baclofen. No symptoms were reported. No further complications were anticipated/ reported.